Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the clip had difficulty releasing from the catheter. After manipulation of the device, the clip separated from the catheter, and was retrieved by the physician. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the clip had difficulty releasing from the catheter. After manipulation of the device, the clip separated from the catheter, and was retrieved by the physician. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
A visual examination found that the device returned fully deployed. The clip assembly was not received for analysis. Additionally, the control wire, which returned kinked, was separated as per design. The condition of the returned incident device was not consistent with the complaint that the clip assembly was difficult to release from the delivery catheter. The evaluation revealed that the device returned fully deployed with the clip assembly separated from the catheter. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as is evident by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.